Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: ref MFR report number 1627487-2014-05376. It was reported the pt has been receiving inadequate coverage and coverage in an unintended area. As a result, the pt plans to undergo surgical intervention.